Event description:
It was reported that two vascular stents were implanted in the patient on june 2017 in which the patient complained with left leg alleged pain. It was further reported that angiography showed alleged in-stent restenosis, and one of the stents was detected with an alleged fracture. Reportedly, the in-stent restenosis was treated with a 6x100mm pta balloon, and an additional vascular stent was placed over the fractured stent. The patient was hemodynamically stable at the conclusion of the procedure. Updated information: in november, 2016, two lifestent solos were implanted in the left popliteal artery. In june, 2017, the patient experienced pain in his left leg.

Manufacturer narrative:
Manufacturing review: the lot number was not available, the sample was not returned. A review of manufacturing documents could not be performed. It was not known whether the reported event was potentially related to a manufacturing issue. Investigation summary: the physical sample was not available and images have not been provided. The alleged failure could not be re produced which led to inconclusive evaluation result. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the IFU sufficiently addresses the potential risk. The IFU states that 'arterial occlusion' is a potential adverse events that may occur. The stent deployment procedure was found to be properly addressed in the IFU. In regards to balloon dilation the IFU states: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended as necessary.' (Device code + description, device code + description 2).

Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the lifestent solo vascular stent system products that are cleared in the u.s. Although it was selected in the product catalog no. Field "unk bare stent", it is known that the device is an unknown lifestent solo vascular stent system. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two vascular stents were implanted in the patient on (B)(6) 2017 in which the patient complained with left leg alleged pain. It was further reported that angiography showed alleged in-stent restenosis, and one of the stents was detected with an alleged fracture. Reportedly, the in-stent restenosis was treated with a 6x100mm pta balloon, and an additional vascular stent was placed over the fractured stent. The patient was hemodynamically stable at the conclusion of the procedure.